Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter hmx hematology analyzer leaked about 1ml of diluent with blood coming either from the manual probe or the rinse block. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves and goggles at the time of the incident. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2011 and found that the leak was caused by the wash block being misaligned. Fse realigned the wash block and verified repair per established procedures. The bec internal identifier for this event is (B)(4).